Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See MDR 3013394970-2017-00416. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that around 36 hours after intervention a bigger swelling and bleeding at puncture sight had happened. Intraoperatively they found out that the anchor and collagen were placed extravascular. Surgical reintervention was done and they removed the anchor, collagen and closed the puncture. It was reported that the patient condition had minor harm. No other devices or equipment were used with the reported product. Additional information was received on 12/09/2017: it was reported that bleeding occurred out of procedure room. Hematoma was present. It was reported that hospitalization was extended due to event. Surgical intervention: removal of angio-seal and suture of puncture. CT performed to diagnose the bleed. Patient is stable and recovering. Common artery was soft, showed no calcification. Experienced user.

Manufacturer narrative:
With no return of the actual device the exact cause of the reported event cannot be definitively determined.